Manufacturer narrative:
(B)(4). Method: product scheduled for return but not received by manufacturer for inspection. Results: product scheduled for return but not received by manufacturer for inspection. Conclusion: product scheduled for return but not received by manufacturer for inspection. Product event: (B)(4).

Event description:
Doctor commented when finishing up a case that he thought the activation of the device wire (electrode) had melted the plastic on the adenoid tip. Device worked fine for case and completed successfully. Device was thrown out, adenoid tip was saved.

Manufacturer narrative:
Product event #(B)(4) investigation plan: visual inspection testing performed: device: adenoid tip visual inspection: device returned in a beat up fedex ¿small¿ box device returned in one biohazard bag, sealed. Device was not double bagged. Tyvek lid was included indicating: lot 57804 expiration 2015/08 part number ps300-002 device appears used, as evidenced by slight melting and charring of the device. Device tip housing appears to have melted slightly (B)(4) investigation conclusion: the complaint that the housing melted around the wire was confirmed. Without proper use, it is known that the tip housing can melt. This is a failure due to misuse and has been further investigated and detailed in (B)(4). The root cause of this failure is determined to be improper use per the IFU. (B)(4).

Event description:
Doctor commented that he thought the device wire (electrode) had melted the plastic on the adenoid tip. Device worked fine for case and case was completed successfully. No patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.